Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that the tl60 instrument had malformed staples. The case was completed by using another instrument. There was no consequence to the patient.